Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) exhibited a battery status indicator anomaly. Specifically, the device went from a battery status of mol2 directly to end of life (eol), skipping elective replacement indicator (eri). The device will be replaced in the near future. A guidant technical services (ts) consultant requested that a save to disc be sent to guidant for analysis. To date, there have been no reported patient symptoms associated with this clinical observation.